Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was difficult to release from the delivery catheter and dislodged to the innominate vein upon release. The lp was retrieved and a different lp was used to complete the procedure. The patient was stable before, during, and after.